Event description:
Healthcare professional reported rupture of a non-abbvie device. This record is for the right side. Device has been explanted. There is no complaint against an abbvie device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 2/19/2025.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Healthcare professional reported rupture of a non-abbvie device. There is no complaint against an abbvie device. Additional, corrected and/or changed data: b.2, b.5, d.1, d.4, g.1, g.2, g.4, h.6.

Event description:
Healthcare professional reported rupture of a non-abbvie device. This record is for the right side. Device has been explanted. There is no complaint against an abbvie device.